Manufacturer narrative:
B3: event date is not known. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient called requesting assistance with adjusting their therapy by a rep. Patient reports that sometimes while driving, stimulation feels as though it is going from their groin, to their abdomen, then hitting high in their ribcage. Patient states when stimulation shifted to their ribcage it was making them uncomfortable. Patient stated they wanted to have stim programmed to target more of their lower back and knee areas. Advised patient they should turn off their stimulation while driving. Patient was redirected to their healthcare provider (hcp) and rep for adjustments. Patient stated no specific date for the event date when asked.